Event description:
The prismaflex had been on self-test for approx 30 minutes. The only key that was on the self-test screen was the "mute" button and the "delay" button could not be used. The yellow light was on and the alarm was working. Only the blood pump was turning, all other pumps were stopped.

Manufacturer narrative:
No clinical consequence was reported: the operator could return the pt's blood manually, by following the detailed manual restitution procedure, presented in the prismaflex operator's manual. The event could have resulted in loss of blood if the nurse had failed to return the blood manually.